Manufacturer narrative:
Unknown, information not provided. If implanted, give date: not applicable, as there is no indication that the lens was implanted. If explanted, give date: not applicable, as there is no indication that the lens was implanted therefore it was not explanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a za9003 model intraocular lens(iol) haptic was bent during loading. There was patient contact with the lens. Procedure was completed successfully using backup lens of same model and diopter. No further information available.

Manufacturer narrative:
Corrected data: upon further review the information provided in the initial MDR stating that haptic was bent is incorrect. The initial report received stated only lens was bent. Therefore, section b5 of the initial report # 2648035-2021-07967 should have been submitted with the following first sentence: it was reported that a za9003 model intraocular lens (iol) was bent during loading. Additional information: section d9: device available for evaluation: yes section d9: returned to manufacturer on: 7/19/2021 section h3: device evaluated by manufacturer: yes device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed viscoelastic residue on the optic body and haptics, which is consistent with a lens that was handled during loading. The lens was returned crushed inside the lens insert and haptic damage and lens damage was observed before and after cleaning the lens and cannot be confirmed to be related to manufacturing. The complaint issue was confirmed; however, based on the return condition of the lens it cannot be confirmed to be related to manufacturing issue and therefore no product deficiency could be identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. The search revealed no additional complaints from this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.